Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. The distal tip of the returned screwdriver blade is twisted approximately 10-15 degrees in the direction of resistance met during screw insertion. In addition, the distal most 1mm of the tip has sheared off and was also returned. Whether this complaint can be replicated is not applicable as the returned device is already broken. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing reviewed during this investigation. No product design issues or discrepancies were observed. The root cause is most likely due to excessive force during screw insertion which exceeded the shear strength of the screwdriver blade. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Date of report: initially reported as january 22, 2017; should be january 19, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part # 03.130.010 lot 7844599, release to warehouse date: (B)(6) 2015, expiration date: na. Manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the 1st cmc fusion procedure, while tightening va locking screw, the tip of screw driver shaft snapped off and the broken piece retrieved. The surgeon believes that he tightened more than two fingers tight. There was a minimal delay in surgery (less than 1 min) while the broken piece were retrieved. The second screwdriver shaft in the set was available for use. Concomitant part reported: 1x unknown screwdriver, part unk, lot unk. + 1x unknown locking screw, part unk., lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.